Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Visual inspection revealed no signs of contamination within the driveline connector. Supplemental testing revealed the driveline port functioned as intended with no anomalies. Log file analysis revealed several electrical fault alarms, vad disconnect alarms, vad stopped alarms, and high watt alarms logged on (B)(6) 2019. Two electrical fault alarms were logged at 03:00:22 and 03:01:03 respectively due to an open phase in the rear stator, resulting in single stator operation. This likely triggered the subsequent high watt alarm due to the increased power consumption required to run on a single stator. A vad stopped alarm was logged at 03:01:29 due to vad minimum speed failure. The vad minimum speed failure is the result of the pump operating below 1400 rpms for 10 seconds. This fault was likely due to a brief open phase detected in the front stator after the rear stator open phase was detected. At 03:02:08, a vad stopped alarm was logged, indicating that the pump failed to restart after several attempts. This was followed by several more electrical fault alarms due to one or more open phases in the rear stator and one phase open in the front stator. In addition, multiple vad disconnect alarms, high watt alarms, and vad stopped alarms were logged. A review of the controller event log file revealed reactivation events due to an open phase in the rear and front stator. A controller power-up event with an associated motor start was logged on (B)(6) 2019 at 03:30:53. The data point logged in the controller's internal logs prior to the controller power up revealed that a battery was connected to power port one with 88% relative state of charge (rsoc) and a battery was connected to power port two with 90% rsoc. No anomalies were observed leading up to the loss of power. The data point after the controller power up event revealed that a battery was connected to power port one and a battery was connected to power port two. The controller was without power for 10 seconds. Multiple controller power-up events without motor starts were also logged on (B)(6) 2019 starting at 03:43:09; these events were likely due to troubleshooting and/or due to the reported controller exchange. Based on the available information, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. A possible root cause of the electrical fault and vad disconnect alarms observed in the log files can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. A possible root cause for the vad minimum speed failure can be attributed to a phase briefly opened on the front after an open phase on the rear stator was detected, causing the speed to decrease below 1400 rpms for 10 seconds. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after several attempts. Based on an extensive investigation, the likely contributing causes for failure to re-start come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, as no actionable root causes were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as a new internal investigation has been assigned to this event. Also, updated section h6. Section h6 update for additional device: serial# (B)(6) h6:FDA img code: g04105 h6:FDA result code(s):c21 h6:FDA conclusion code(s): d16 the ventricular assist device (vad) (B)(6) is not in scope of CAPA pr00502194. CAPA pr00532915 was initiated to investigate pump failures to restart outside the subpopulation of CAPA pr00502194. Investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) remains in use.

Manufacturer narrative:
A supplemental report is being submitted for correction, additional information, and investigation completion. Correction b5: the event description was corrected to capture the device disposition of the ventricular assist device (vad). Correction h10: the manufacturer narrative was corrected to include the vad as an additional product that was associated to the event. Additional information was received regarding the recall number. Product event summary: the ventricular assist device (vad was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Visual inspection revealed no signs of contamination within the driveline connector. Supplemental testing revealed the driveline port functioned as intended with no anomalies. Log file analysis revealed several electrical fault alarms, vad disconnect alarms, vad stopped alarms, and high watt alarms logged on (B)(6) 2019. Two (2) electrical fault alarms were logged at 03:00:22 and 03:01:03 respectively due to an open phase in the rear stator, resulting in single stator operation. This likely triggered the subsequent high watt alarm due to the increased power consumption required to run on a single stator. A vad stopped alarm was logged at 03:01:29 due to vad minimum speed failure. The vad minimum speed failure is the result of the pump operating below 1400 rpms for 10 seconds. This fault was likely due to a brief open phase detected in the front stator after the rear stator open phase was detected. At 03:02:08, a vad stopped alarm was logged, indicating that the pump failed to restart after several attempts. This was followed by several more electrical fault alarms due to one or more open phases in the rear stator and one phase open in the front stator. In addition, multiple vad disconnect alarms, high watt alarms, and vad stopped alarms were logged. A review of the controller event log file revealed reactivation events due to an open phase in the rear and front stator. A controller power-up event with an associated motor start was logged on (B)(6) 2019 at 03:30:53. The data point logged in the controller's internal logs prior to the controller power up revealed that one battery was connected to power port one (1) with 88% relative state of charge (rsoc) and a second battery was connected to power port two (2) with 90% rsoc. No anomalies were observed leading up to the loss of power. The data point after the controller power up event revealed that the same battery was connected to power port one (1) and the same battery was connected to power port two (2). The controller was without power for 10 seconds. Multiple controller power-up events without motor starts were also logged on (B)(6) 2019 starting at 03:43:09; these events were likely due to troubleshooting and/or due to the reported controller exchange. Based on the available information, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the electrical fault and vad disconnect alarms observed in the log files can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. A possible root cause for the vad minimum speed failure can be attributed to a phase briefly opened on the front after an open phase on the rear stator was detected, causing the speed to decrease below 1400 rpms for 10 seconds. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after several attempts. CAPA pr00502194 is investigating pump failures to restart. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: 31-aug-2020 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 27-aug-2018 h5: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a141204 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c19 h6: FDA conclusion code(s): d10, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 1103 vad implanted: (B)(6) 2019, drma1d1 pacemaker implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited electrical fault alarms while the patient was at home. The event is associated with subsequent high watts alarms, ventricular assist device (vad) stopped alarms and controller power loss. The driveline was examined an it was noted the driveline connector was not loose and there was no driveline damaged. The controller was exchanged. No patient complications have been reported as a result of this event.